Event description:
It was reported that the lead was fractured at the superior vena cava (svc) coil and the pace/sense portion of the lead fractured 6 months later, resulting in high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the distal conductor was distorted, the outer tubing overlay was breached cut, and the outer insulation had a cosmetic depression.